Event description:
The event is reported as: complaint description: complaint of the clips falling out of the applier during CABG. No clips fell out in the pt, they fell out on the mayo stand prior to use. No pt injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate at time of this report.